Event description:
A dose of yttrium-90 theraspheres¿ was intended to be delivered utilizing the truselect microcatheter, compatible with manufacturer's recommended specifications. An occlusion of the y-90 microspheres within and at the distal portion of the microcatheter occurred and the microcatheter ruptured when attempting to clear the resistance. This resulted in greater than 50% of the dose received to a non-target region. The patient was admitted for observation.